Event description:
During the device check, the thermogard xp ivtm system (sn (B)(4) had a leaking coldwell and cracks on the top cover. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6) had a leaking cold well and cracks on the top cover," which was confirmed during the visual inspection. Visual inspection of the thermogard system revealed that the assembly coldwell is leaking from the bottom and a crack on the top cover. The root cause of the customer-reported complaint was the age of the device. The thermogard system was manufactured in 2013 and is nine years old, past the expected serviceable life of five years. In addition, unrelated to the reported complaint, missing assembly cold well cap, and drip pan, degraded and discolored display window, and loose caster were noted upon further visual inspection. The root cause was likely attributed to wear and tear and/or user mishandling. The missing and damaged parts were replaced to address the observed physical damages. The event log indicated two tcmid:06 (ce post failure) error messages unrelated to the customer's reported complaint around the reported event date. The possible root cause of the error could be that the wiring on pic-16 was disconnected at p21, confirmed during the internal visual inspection. The disconnected wiring on pic-16 was fixed to address the tcmid:06 error. The thermogard system failed the functional testing due to the leaking cold well. The top cover and the cold well assembly were replaced to address the customer's reported complaint. Following service, the thermogard xp ivtm system passed the burn-in test for one day and all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(6).